Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly after a battery change for a low battery alert. The customer was assisted with beep anomaly troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarm was a red x with a book and a question mark. The customer stated that buttons were neither pressed nor accidentally pressed. Troubleshooting for keypad anomaly was performed and it was found that there was no response from any buttons. The customer stated that time on the clock advanced when observed. Frozen display troubleshooting was also performed. The customer reported that the screen was not completely blank but they could not check the status screen due to the unresponsive buttons. The customer was advised that the insulin pump needed to be replace and to discontinue use and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and unresponsive buttons due to corroded electronic assemblies. Unable to download due to unresponsive buttons. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window.